Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or problem, which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode migrated postoperatively outside of the cochlea. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device was affected. Reportedly, the implant migrated and at least 3 electrode channels were extra-cochlear. Re-positioning of the implant was not possible due to ossification. The user was re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the implant migrated thus minimum 3 electrode channels were outside the cochlea. Exact time course of migration cannot be estimated. Re-positioning of the implant was not possible due to ossification, thus the electrode lead had to be cut and a new implant was used.